Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 4196, implantable pacing lead, (B)(6) 2010; 5076, implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that when the patient was lying on their left side in their vibrating bed, they could feel beating. The patient also reported that they get light-headed when they stand up. The device remains in use. Follow-up for more information is in progress. If additional information becomes available, it will be added to the event. No patient complications have been reported as a result of this event.

Event description:
Follow-up was able to determine that the patient was seen by their physician after event. The device was interrogated and no changes were made or intervention taken. There were no performance issues with the device. The patient symptoms of dizziness were related to medications and the patient's medications were adjusted during the visit.